Event description:
It was reported that during a percutaneous transluminal angioplasty procedure removal difficulties were encountered. The 99% stenosed lesion was located in a calcified and moderately tortuous left renal artery. When the physician completed inflating the dt/7-2/5/120 balloon, he removed the balloon catheter outside the patient. The ultrathin balloon was unable to be pulled back in to the guide catheter. The balloon and the guidecatheter were removed together. The procedure was completed with this device. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4).